Event description:
A malfunction alarm labeled as malf 16 was reported with no prior notable events leading to it. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the replacement of the pump, instructed the customer to use a backup insulin pump, and provided guidance on storing and returning the faulty pump with a prepaid label.